Event description:
It was reported that the patient felt that their heart rate was "going fast" and that a program setting could not be found to fix the problem. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.